Event description:
Report received of blood backing up an IV tubing set. The customer reports that a maintenance IV of lactated ringers had been primed without any difficulty. The fluid was to infuse via plum xl pump that had been previously used without problem of alarms. The primed IV set was placed into the pump and the pump was turned on and began making the sound similar to when it is backpriming. The staff noticed there was bleedback half way up the tubing, so the pump was then turned off. The tubing was then re-primed and the pump was turned back on. The same noise of backpriming occurred. The pump was turned off. The staff checked the settings on the pump and verified the settings with other staff members. All of the staff agreed that the settings were appropriate. The tubing to the lactated ringers was changed and the new set was put into the pump. Once the pump was turned on the same noise of backpriming occurred. The pump was turned off and exchanged with another pump. The same backprimng noise occurred with bleedback into the tubing. The tubing was again changed and placed into the second pump and this time it worked without further incident. The lactated ringers was infusing via a central line, which remained patent. The staff noted that the lcd display on the pumps never showed backpriming when that type of noise would occur. The staff did note that the cassette alarm would sound. The total time to get the lactated ringers initiated was between 20 and 30 minutes. No report of pt adverse event.